Event description:
The customer reports that the device has a intermittent bad speaker. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was sent to bench repair for further evaluation. The bench technician confirmed that the speaker was working to specifications.